Event description:
Caller alleged discrepant inratio precision results> results as follows: date: (B)(6) 2011, inratio: 6.9, re-test: 1.4. Initial strip had been open for >10 minutes. Re-test was done a few minutes later using a new strip immediately after opening.

Manufacturer narrative:
Investigation pending.